Event description:
It was reported that connector c35-o was loose. The following information was provided by the initial reporter: " it was reported: injector/connector separation, disconnection".

Manufacturer narrative:
The customer's address is unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.